Event description:
It was reported that preparation for the photoselective vaporization of the prostate procedure was carried out according to the institution's protocol. The fiber was introduced to the patient through the working channel of the cystoscope and the procedure started normally. After a few minutes of fiber use, a sound was heard to be coming from the fiber. There was then a flash of light and the fiber stopped emitting the green laser beam. A faint red light was observed in the fiber body in the fiber handle near the control knob. The fiber was then removed from the patient and replaced. The second fiber was used to complete the procedure without any patient complications.